Manufacturer narrative:
Updated sections: a2, a3, a4, b4, g3, g6, h1, h2, h6 and h11. H3: the patient underwent recalibration of the mycordella sensor during which the offset measured fell within the acceptable error range; sensor accuracy was confirmed.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
The site reported suspected sensor inaccuracy. A second rhc was performed on (B)(6) 2025 to confirm the accuracy of the pressure sensor against a reference pressure. It was noted that the sensor calibration was within the fluid filled limits of agreement; therefore, no adjustment was required.